Manufacturer narrative:
(B)(4). A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Per the conformable gore® tag® thoracic endoprosthesis instructions for use, complications associated with the use of the gore® tag® thoracic endoprosthesis may include, but are not limited to endoprosthesis material failure and endoleak.

Event description:
On an unknown date in 2007, the patient underwent an aortic root and total arch replacement procedure at another facility. On (B)(6) 2014, the patient was implanted with two conformable gore® tag® thoracic endoprostheses to treat a thoracic aortic dissection at the current facility. The proximal gore® tag® device (tgu282820j/11615481) was landed into the previously implanted surgical graft. Only the proximal junction of the stent-graft system was dilated with a tri-lobe balloon. The procedure was reportedly completed with no evidence of endoleak. On (B)(6) 2015, the patient underwent treatment of a thoraco-abdominal aortic aneurysm with a surgical graft. The thoraco-abdominal aorta was surgically replaced, and the proximal end of the surgical graft was sewn to the distal end of the previously implanted gore® tag® devices. The report states that no hemostat or clamp was used for hemostasis, but an occlusion balloon catheter (coda) was reportedly inflated one time inside the previously implanted endoprostheses. On (B)(6) 2017, the patient underwent a surgical procedure whereby the abdominal aorta was surgically replaced. No devices were reported to have come into contact with the previously implanted gore® tag® devices during this procedure. On (B)(6) 2018, a computed tomography scan reportedly revealed that the false lumen of the previously treated thoracic aortic dissection was enlarged (diameter unknown) and ruptured. A type ii endoleak was also suspected by the physician. The patient¿s blood pressure was reportedly stable. On the same day, the patient¿s thoracic aorta was surgically opened and bleeding from a disruption in the graft material of the proximal gore® tag® device was reportedly found. According to the report, the material disruption was triangle-shaped along the stent strut. The physician was able to sew the tear with the stent strut, and then implant an additional gore® tag® device to reline the proximal end of the stent graft system. The patient tolerated the procedure.

Manufacturer narrative:
Patient has loeys¿dietz syndrome (not marfan syndrome).

Manufacturer narrative:
Computed tomographic (CT) images dated (B)(6) 2018 were received by gore from the facility and an imaging evaluation was performed. Axial images and centerline reconstruction from CT illustrated contrast of unknown origin in the aneurysmal sac. However, the presence of a disruption in the graft material could not be visualized on the images provided. Conformable gore® tag® thoracic endoprosthesis instructions for use (IFU) states the safety and effectiveness of the gore® tag® thoracic endoprosthesis have not been evaluated in patients with previous stent/stent graft/surgical repair in the descending thoracic aortic area, or in patients with genetic connective tissue disease. Per IFU, complications associated with the use of the gore® tag® thoracic endoprosthesis may include, but are not limited to: endoprosthesis material failure, endoleak, aortic expansion, aortic rupture, erosion, reoperation, and surgical conversion.